Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a melted backup battery connector on the heartmate 3 system controller, serial number: (B)(6), was not confirmed. The returned system controller was found be in unremarkable physical condition. The backup battery connector was visually inspected, and no indication of melting or other damage was found. The presence of dielectric grease was observed on the backup battery connector, which is added during manufacturing as intended; this appears to be what the customer reported as the connector being ¿melted¿. The returned system controller passed functional testing without issue. The system controller successfully operated on a mock circulatory loop for an extended duration without any atypical alarms or events being captured. The log file downloaded from the returned controller contained data consistent with the initialization of the controller and pump implant procedure. The pump was started at 13:08:25 on (B)(6) 2025 and operated as intended without any notable alarms active. The driveline was disconnected at 15:29:05 on (B)(6) 2025 to exchange the system controller. The backup battery was not installed in the log file, which is consistent with the pump implant procedure. The reported event of a melted connector was not confirmed; the reported event appears to be associated with the presence of dielectric grease on the connector, which is applied during manufacturing per procedure. The relevant sections of the device history records for the heartmate 3 system controller (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The heartmate 3 instructions for use section 2 entitled ¿system operations¿ and the heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ stated that the system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). The heartmate 3 instructions for use (IFU) section 2 entitled ¿system operations¿ and section 8 ¿equipment storage and care¿ and the heartmate 3 patient handbook section 9 entitled ¿testing and classification¿ lists the acceptable operating temperature ranges for all equipment, including the system controller. The acceptable operating temperature range for the system controller is 32 ¿ 104 degrees fahrenheit (0 ¿ 40 degrees celsius). The heartmate 3 patient handbook section 6 entitled "caring for the equipment" and the heartmate 3 instructions for use (IFU) section 8 entitled "equipment storage and care" describe how to care for and clean all equipment. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information not provided as no patient was involved. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system controller was removed from packaging and during emergency backup battery (ebb) installation, it was noted that the black connection piece at the end of the white ribbon appeared to be melted and not usable. The system controller was set aside, and a new controller was obtained for use.